Event description:
Additional information was received from the manufacturer representative (rep). It was reported that surgery was done as planned. Impedances at the beginning showed that one of the quad plus had deteriorated further with now three poles being ¿high¿ and unusable. Furthermore, the patient claimed, that he had more issues with this electrode, e.g. ¿oor¿-messages with this electrode active, very uncomfortable sensations in the implant area etc. So they decided to replace this lead first with a new quad plus. After this was done, the impedances were the same, so they suspected the 37082 y-extension to be at fault and replaced it too. The doctor had also planned to replace the restore sensor with an intellis implantable neurostimulator (ins) due to the restore having only a bit more than a year of life left. So they replaced the extension and the ins in one go and the impedances were fine after that. So they cannot say 100% if it was the extension or maybe even the ins that caused the problem with the electrode. The rep was also able to speak to the patient the same day to finalize the programming of the new ins. They could achieve a very good stimulation using the same programming as before but with very low intensity settings.

Manufacturer narrative:
Continuation of d10: product ID: neu unknown, implanted: (B)(6) 2007, explanted: (B)(6) 2023, product type: lead. Product ID: 37082, explanted: (B)(6) 2023, product type: extension. Product ID: neu unknown lead, product type: lead. Product ID: neu unknown lead, explanted: (B)(6) 2023, product type: lead. Product ID: neu unknown lead, product type: lead. Regarding the leads, it remains unclear exactly which leads were explanted/replaced. Follow up is being performed to clarify this in formation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2007 explanted: product type lead product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative. When asked for information regarding the leads' model and serial numbers, the representative reported that one of the leads seemed to be a resume or resume tl and the representative did not have information regarding the other leads. The representative noted that hopefully they would have access to a new x-ray and that might help. The representative planned on seeing the patient again in january and they were developing a plan to try and narrow down the defective leads (which would include the patient trying different programmed groups for some days); the healthcare provider wanted to avoid intervention.

Event description:
Additional information was received from the rep reporting that the patient still experienced oor messages on a regular base when all three programs and all three electrodes were active. He was advised to change to a different group (with less electrodes active) to narrow down the electrode which causes the oor. The rep has not had a chance to talk to the patient yet to see if it was successful.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient stated that he had a problem with a lead quite some years ago and that something was removed. The x-ray was not very good. Could see one resume implanted at the spinal cord, one 4-pole lead implanted at the patient´s left abdominal flank and another 4-pole lead implanted at the lower, left back. A fourth lead could not be seen. Additional impedance measurements were ran which showed only one pole with high impedance at the abdominal lead. The rep was unable to say for certain if the issue resolved; experienced an ¿oor¿ ¿ message live with the patient but a impedance measurement immediately after the oor did not show any problems. The patient was given a new recharger and patient programmer. Additional groups with some leads were programmed and programs excluded, so in case of a persistent ¿oor¿ message he s hould be able to change groups and determine / switch off the problematic lead. As of now they were waiting for the feedback of the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6)2007- explanted: product type lead product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead product ID 37751 lot# serial# unknown implanted: explanted: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that when the recharger randomly turned off, the screen went blank and sound was turned off. The coupling quality was always very good. Group a program 1 is an old resume / resume tl that was implanted on his spine to control the pain in his foot. Two of the other leads should be subcutaneous for his back pain, this should be program 2 or 3. The fourth lead was stimulating a nerve on his left abdomen/flank. Now since the set-up of the ins was not good, it was unknown 100% which program does what and since all programs were in the same group. The stimulation in his foot continued but sometimes it feels to him as if the ins has shut off. The impedances were measured with 0.7v and 1.5v. At the 1.5v measurement, some leads appeared to be ¿high¿ instead of normal at .7v. Additionally, measuring the impedance with the therapy se ttings revealed a high impedance on program 2 (pole 9 and 11 used ) but in the overall measurement these two poles were totally fine. The mdt data report showed that electrodes 4-8 showed >20,000 ohms. Electrode 9 showed >20,000 ohms with electrodes 0, 1, 4-7, 13, and 14. The idea of a complete system revision was brought up due to the high number of leads being high impedance and oor showing up just after the programming was adjusted.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for unknown indications for use. It was reported that the recharger turns itself randomly off during recharge. The batteries of the recharger were full. This was observed by a rep. The display turns off and you have to turn the device back on. The patient programmer (pp) also seems to turn itself off randomly. The patient was given advice to use new, high-quality batteries. The stimulation turns itself off randomly and the therapy stops. Sometimes an out of regulation (oor) message appears; this also occurred after adjusting the programming due to high impedances. The impedances were >10,000 ohms. Additional information was received reporting the cause was assumed that the leads were damaged due to old age of 15 years. The impedance measurements showed several poles with high impedance. Was also assumed that the damage was more extensive than the reports shows. The programming was adjusted to only use a configuration with functioning poles. The oor message still appeared on the patient programmer. In case of the recharger issue, advised the patient to keep the rechargers batteries full and notify therep if the problem persists. In case of the patient programmer issue, advised the patient to use only new, high-quality batteries and notify the rep if the problem persists. The oor event was not resolved. The devices remain in service.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2007-01-01 explanted: product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: report source: germany. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that surgery was planned for (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the x-ray looked like the patient has two pisces quad plus leads implanted along with the resume lead. Since both quad leads were affected by relatively high impedances, the doctor would like to replace both and while at it replace the ins with the option to also replace the extension if needed. They were currently in the process to gather the needed products and find an appointment for the surgery.

Manufacturer narrative:
Correction: b17 updated to b20. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that after some time and another appointment, it looked like lead 3 was the problem. The patient managed to use group c (which includes only lead 1) for nearly two days before the pain was too much, but there were no oor errors during this time. The patient then activated group b (which included lead 1 and lead 4) also for about two days with no errors. After activating group a again (which includes lead 1, lead 3, and lead 4), the patient got an oor message within hours. They also complained that they had to raise the voltage for lead 3 and that they sometimes felt a very uncomfortable overstimulation in the area of the lead. When talking to another rep about this case, it seemed that the impedance for lead three were quite high. The patient was to discuss with their doctor on (B)(6) 2023 about the options of replacing the lead.